Event description:
It was reported that, "pt stated that her flexion did not go passed 45 degrees after surgery. Right now her flexion is between 60 to 65 degrees. She said her knee does not move it feels like a clump of cement. She has been examined by the doctor and she had an x-ray done and the doctor said the alignment and the patella are okay. But she told the doctor her knee does not move and it's in a lot of pain."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device reference in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.